Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the sealing function was not adequate. Suture was used on the seal site areas. It is unknown if alarms were heard during the sealing process. It is unknown if bleeding occurred. Despite multiple attempts, no additional details were made available by the site. No patient injury reported.